Manufacturer narrative:
Updated blocks: h6 and h9. During laboratory analysis, the product surveillance technician (pst), observed that upon receipt the first battery measured 12.8 volts direct current (vdc) and 498 s, passing. The second battery measured 12.9 vdc and 468 s, passing. After charging, the first battery measured 13.4 vdc and 481 s, while the second battery measured 13.4 vdc and 475 s. After 30 minutes of load testing the batteries cause a 'too low' s status to be displayed, indicating an internal battery abnormality. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) replaced the batteries. The unit operated to the manufacturer's specifications. The suspect parts were returned to the manufacturer for further evaluation.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the battery would not go above 14.40 total nominal available capacity (tnac). There was no patient involvement.